Manufacturer narrative:
A full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. The physician has stated that it is possible that the endoleak/migration may have been present but was not identified at the end of the initial procedure performed on (B)(6) 2016. Scans have been requested to confirm the cause of the endoleak but this information has not yet been received. Device remains implanted in patient.

Event description:
Original evar was performed on (B)(6) 2016. The procedure was completed successfully with no issues. During the 3 month follow-up ((B)(6) 2017), an angiography revealed a type 1a endoleak. A re-intervention was scheduled and performed on (B)(6) 2017 performing a coil embolization (approximately 50 pieces of coils) to resolve the endoleak. The re-intervention was successful.